Event description:
Event was called in from the patients eye care practitioner (ecp) to a coopervision sales representative. The ecp stated he had a patient wearing the avaira toric (enfilcon a) contact lens). The patient had the following symptoms: acute pain and burning in the cornea. The ecp diagnosed the patient with a corneal abrasion and a corneal ulcer. The patient was given antibiotics. Current ocular status of the patient is not known. No written documentation has been received from the ecp.

Manufacturer narrative:
Event was initially reported by a call from eye care practitioner directly to coopervision sales representative. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.